Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. The cartridge was changed to address the issue. Additionally, it was reported that the insulin gauge was inaccurate. Customer's blood glucose was 456 mg/dl. The customer reverted to an alternate method of insulin therapy.